Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm if customer received sensor damage due to customer returning opened/used. Found cannula whole and no missing parts.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the sensor had no electrode just before inserting the sensor. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.